Event description:
It was reported that the "fluid pumping in too quicky". Upon review of the logs, customer biomedical engineer also noted error codes 800.8000 and 600.6855. The event occurred the week of (B)(6) 2025. There was patient involvement however no patient harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the "fluid pumping in too quicky". Upon review of the logs, customer biomedical engineer also noted error codes 800.8000 and 600.6855. The event occurred the week of (B)(6) 2025. There was patient involvement however no patient harm.

Manufacturer narrative:
Additional information: imdrf annex b codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an over infusion was not determined because no products or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.